Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during the implant attempt, the left ventricular (lv) lead could not be fixed in the target position. The lead was not implanted and a different lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. However, there was blood on the proximal and distal conductors of the lead (not obstructed) and the tip seal on the distal electrode of the lead showed evidence of blood ingression.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.